Manufacturer narrative:
D4: complete UDI not available. One sample was returned for evaluation. Visual inspection of the returned device found no damage or other defects. Functional testing found no leaks. The reported issue was not confirmed. No lot number was provided; therefore, a history record review could not be conducted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient called nurse after waking up with a wet spot on clothing/blankets that were in contact with blinatumomab tubing filter. Line clamped, writer noted fluid on outside of filter, appeared to be coming out of air valve on the filter. Blinatumomab unhooked, pharmacy made aware and new bag prepared/hung early. Blin stopped for a total of 1h. There was patient involvement and no patient harm/adverse event reported.